Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We have received 10 different cases from the same hospital regarding the same issue of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received eight closed samples to analyze the ten cases. Tightness test to the samples received has been performed and the units are tight. Additionally, we have conducted the impermeability and continuity of seals in pack of the closed samples received in order to discard channels between plastic and paper film of the outer pack and the results obtained are correct. The integrity of the pack is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Sterilization process was also normal and the results of the sterilization control are correct. Novosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. Nevertheless, as stated in the precautions of the instructions for use of the product, "consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn® may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process." Furthermore, as also indicated in the instructions for use, "the following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage". Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with the novosyn violet suture. The customer reported suture rejection 15 days after surgery (traumatology service) in 10 patients at the same hospital. The suture had been used on the subcutaneous tissue. (This report is for the fifth patient). Further information has been requested.